Manufacturer narrative:
Evaluation summary: one used e14506nsb electrode was received, and examination of the sample confirmed the reported issue. Visual inspection found a piece of the silicone coating had detached and was returned with the device. The manufacturing process was reviewed, and no potentially contributing factors were found. There are also measures in place to detect this issue during manufacture. This type of damage can be caused by misuse, but this could not be confirmed. The investigation could not definitively determine the root cause of the damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a total knee procedure, the clear coat detached and fell within the patient cavity. The piece was retrieved and there was no patient injury.